Manufacturer narrative:
H3. The 8780 catheter was returned for destructive analysis and identified a kink in the catheter body. Visual inspection identified there had been damage to the transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2023 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-apr-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml at 3.99 mg/day) via an implanted pump. The patient¿s medical history was back pain. The indication for pump use was post lumbar laminectomy syndrome, spinal pain, and non-malignant pain. It was reported that following the patient¿s pump replacement procedure, the patient was complaining of withdrawal-type symptoms. A dye study was attempted on (B)(6) 2023, but the hcp was unable to aspirate from the cap (catheter access port), so the patient was scheduled for a catheter revision to explore the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery on (B)(6) 2023. When the pump was exposed, an excoriated area/fraying was noted on the catheter just beneath the be ll portion of the catheter connector with questionable wear. There was no observed frank occlusion by kink of the catheter. That portion of the catheter was resected and replaced with a new connector. They were then able to successfully aspirate from the cap after connection. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.